Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product , explant date and availability of device return has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reports left side capsular contracture, baker grade unknown, ¿displacement¿, ¿hardened¿ and ¿retraction of half lower part of nipple areolar complex¿. Device remains implanted.